Manufacturer narrative:
(B)(4). Batch # p56p1u. Additional information requested and received: is the current patient status known? Stable and in the hospital now. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? No if yes, please explain.

Event description:
It ws reported that staples malformed after firing. During the endoscopic pulmonary segmental resection, when severing the vessel, after fired, found some of staples malformed with irregular shape. The patient was bleeding without transfusion. Suture and home-lockout were used to sew the wound and stop bleeding. The patient is stable and in hospital now.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p56p1u. Investigation summary: the analysis results showed that one ecr45w reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.